Event description:
The customer reported that the system would not boot up. There is no report pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the power cord plug. The system operates as intended.